Manufacturer narrative:
The device was evaluated by the returns department which found that power switch/button is broken. (B)(6). Should additional information become available, a supplemental record will be filed.

Event description:
The provider states, the rental unit will shut down intermittently and once with the error code stuck button. It was found that the unit has a broken power switch button.